Event description:
It was reported that during an unknown procedure, the surgeon noticed a small hole in the proximal staple line of the contour on the specimen side. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.